Event description:
It was reported that during a low anterior resection procedure, the device fired malformed staples. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.